Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed. A field service engineer (fse) adjusted the srm housing to properly align with the hasp, replaced the tower latch on door, and applied grease to door. The customer inventoried the refrigerator and verified door on the tower and tested using the hardware test application (hta), confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was failed in open position and door would not close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.